Event description:
While nurse was holding vacutainer which contained blood, the cork flew from vacutainer spewing hiv+ blood into face, eyes and mouth of visitor. Visitor was treated in the ER and post-exposure prophylactic medication was initiated.